Event description:
Head of the theatre reported, that she was preparing the instruments prior to a surgery. During this, she observed, that it is not possible to unpack the sterile item possible the inner package was glued on the outer package. A replacement was available so that the surgery could start and completed without any delay.

Manufacturer narrative:
Once the investigation has been completed any add'l info will be reported in a supplemental report.